Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 245 mg/dl,118 mg/dl, and 115 mg/dl within 10 minutes of each other on 12/4. No adverse event reported. Customer was not able to provide strip lot or serial number at the time of the call. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.